Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump alarmed low battery alert. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin pump trace download analysis confirmed the insulin pump alarmed 4 low battery alerts between (B)(6) 2021 04:58:00.000 and (B)(6) 2021 17:58:00.000. The power management graph confirmed low battery alerts was triggered due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. No low battery alert noted doing test and the insulin pump downloaded history confirmed low battery alerts was due to customer's faulty aa battery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer complained on 11/23/2021 the device alarmed low battery alert. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device trace download analysis confirmed the device alarmed 4 low battery alerts between 11/12/2021 04:58:00.000 and 11/23/2021 17:58:00.000. The power management graph confirmed low battery alerts was triggered due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. No low battery alert noted doing test and the device downloaded history confirmed low battery alerts was due to customer's faulty aa battery. Per r&d ee team observation - sleep current within specification. Tested ok. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.